Manufacturer narrative:
"An attempt to reproduce the reported event using a 3.2.0[1284] prod build installed on a samsung galaxys10e(v.12.0.0) with an mmt-1811 (software version 6.28.3v) was conducted and the issue was reproduced. 1. We have observed that cleared at <time> is not visible in the cleared notification on the history screen. 2. The calibration icon shows an â¿¿unknown label under the calibration icon in the device status screen of the cp app. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)) for (B)(4). And (sdd doc: (B)(4)) for (B)(4).agile docs: (B)(4). After conducting a thorough investigation, we have found two issues: firstly, we found that we are not getting ""cleared at <time>"" inside the notification message because the udm file is missing the ""cleared"" object. As a result, we can see the time displayed in front of the alert on the history screen. Secondly, for calibration issue, 'timetonextcalibrationrecommendedminutes' field value is -1, an unexpected behavior. The esf number that corresponds to the reported issues are 5025909, 4997473. There is no workaround for both issues. The issue will be resolved in the upcoming cp application release/s. Afc code: fa21af software anomaly (defect) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported carelink connect app was not responding after app re-install. Troubleshooting was performed it was reported after app re-install care partner was unable to see time remaining next calibration and the confirmed alerts by the customer it was also reported diagnostic logs uploaded successfully the issue was not resolved and was escalated. No harm requiring medical intervention was reported. The customer will continue using the software and the device will not be returned for analysis.